Event description:
Reporter indicated that a study patient made one suicidal gesture. Per the reporter, the gesture was purely manipulative and there was no medical threat to the patient's life. It was also indicated that the gesture was probably related to the patient's mental condition. The relationship of the gesture to vns is unknown and no further information is available at this time.